Manufacturer narrative:
The investigation has been completed and the reported issue was verified in the logs and a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 486 mg/dl. The customer changed the cartridge and administered a correction bolus lowering the bg within the target range. As the customer had changed the cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.